Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure is the tie wraps for the sieve beds are defective. Additional malfunction is the smart pack is dirty.